Manufacturer narrative:
B3: date is unknown, so estimated date was entered. Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 182468012. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped inflating. Upon a clinic visit with their physician, the physician had a computed tomography (CT) scan done which confirmed the reservoir did not have any fluid. A surgical procedure was performed during which the device was explanted and replaced. During the explant the physician suspected there was a leak from the tubing that connected one of the cylinders to the pump. No additional information was provided.